Event description:
The user reported that there was some air seen in the line distal from the pump, as well as approx 15cc blood loss seen in and below the pump. When the ruptured tubing was discovered bypass was interrupted for 4-6 minutes while the pumphead tubing segment was changed out. It is not believed by the user that any air reached the pt. Lactate levels stayed low throughout the surgery, which the user indicated is a good indicated that no perfusion related injury occurred. No pt injury resulted from either the blood loss or the air in the line.